Manufacturer narrative:
Product ID 8780, lot#, serial# (B)(4), implanted: 2016 (B)(6), explanted, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the physician performed a refill and expected to get 6 cc of drug, but instead got 20 cc. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. A dye study was done on (B)(6) 2021 and confirmed a blockage/kink in the catheter.